Manufacturer narrative:
(B)(4). The ecog and impedance data are suggestive of a potential lead break. The lead was damaged and discarded during the explant process.

Event description:
During pre-clinic review of the patient's ecog data, signal artifact and higher impedance were observed on channel 4 of the right mesial temporal depth lead suggesting a lead fracture. At that time, the doctor disabled saturation detection. There was no indicated cause of the lead break. Trauma, seizure, or falls were not reported. The lead was replaced on (B)(6) 2025. The lead was damaged during the process of the explant. The lead was discarded by the neurosurgeon.